Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impedance occurred, leading to elective replacement indicator (eri). Battery depletion was indicated. Eri due to high battery impedance was logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (bb)(6) 2011.

Event description:
It was reported that the device reached the elective replacement indicator prematurely. The device status is unknown. No patient complications were reported as a result of this event.